Manufacturer narrative:
The pod was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
A new pod was applied by the customer's healthcare provider; he said, "it felt funny when the cannula inserted." When his blood glucose levels were tested with the new pod, he measured 380 mg/dl (the length of time from when the pod was applied until when bg levels were taken is unknown). The health care provider then removed the pod "and saw that the cannula was bent." A new pod was applied; the customer stated that "the cannula inserted more comfortably" with the new pod and that "his bg levels went down." The suspect pod will be returned for evaluation. Note: the reason for the customer's visit with this healthcare provider is unknown.